Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2018-000901. It was reported during permanent replacement of the scs system, the physician experienced difficulty advancing the leads into the epidural space due to scar tissue. Reportedly, multiple attempts to resolve the issue were unsuccessful. As a result, the procedure was abandoned.